Manufacturer narrative:
This ipg model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19008. It was reported the pt experiences pocket heating while charging. The next course of action is unk.